Manufacturer narrative:
Continuation of d10: w1tr01 ICD, implanted (B)(6) 24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the left ventricular (lv) lead exhibited high thresholds, no capture and a polarity switch. During the repositioning  procedure the physician noticed the lead was not secured into the can of the device. The lead was secured and repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 2182208-2024-02010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.